Manufacturer narrative:
The device involved in the event is not available and no lot number was provided. The optician indicated the event is probably due to the patient wearing the lenses continuously, round the clock. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
An optician reported a patient had stinging, red eye and light sensitivity after wearing contact lenses. Optician examined the right eye and observed distinct macula that picks up color with fluorescein at 2 o'clock with a little hazing around it. The patient also had conjunctival redness in the limbus area as well as three healed macula at 12 o'clock on the pupil edge. Examination of the left eye found healed macula at 12 o'clock at the edge of the pupil. Patient was diagnosed with interstitial and deep keratitis. The patient was treated with oftaquix, chloromycetin ointment, systane and instructed to discontinue contact lens wear. Optician indicated the patient has scarring on the cornea.

Manufacturer narrative:
Follow-up report submitted to correct report date.

Event description:
Since the initial report, the optician provided the date of event, treatment dates and verified the patient did not have any permanent decrease in visual acuity. The patient was instructed to wear contact lenses daily and not overnight or on weekends.